Event description:
It was reported, the customer was treated by the paramedics for low blood glucose. Customer's sister stated, she found customer unconscious. Prior to hospitalization, the customer did a fixed prime and a manual prime. During troubleshooting, found that the only bolus for the day was for breakfast.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.